Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lifescan (lfs) on february 3, 2007, alleging an error 4 and an error 5 message on her one touch ultra meter. The patient refused to speak to the medical affairs specialist on february 5, 2007 to answer any further clinical information. A medical affairs specialist (mas) listened to the recorded call and obtained the following information. Patient mentioned that she obtained an error 4 and error 5 message and has wasted some test strips. Patient has had the meter for a year and claims sometimes she is in a rush to do a test and may have done the test incorrectly. The patient felt sleepy and confused. She attempted to test her blood glucose and obtained an error 4 and error 5 message. She claims she felt low; so , her fiance treated her with a glucose gel around 7:00pm. She was not tested on another device and did not go to the hospital due to the issue with the meter. The meter was not a new product (out of box). The technique of applying blood on the test strip was incorrect. Customer care advocate (cca) had the patient retest and the issue was resolved via troubleshooting. An error 5 indicates that the meter has detected a problem with the test strip. Possible causes are incorrect blood (or control) application or a damaged test strip. An error 4 indicates that there is a problem with the test strip. E.g., the test strip may have been damaged, moved or removed during testing, or inserted improperly. Cca sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know how long the patient was experiencing the symptoms, whether she was able to obtain a blood glucose earlier that day, her testing frequency, her last test result (with the date and time of the result), and her diabetes regimen. The complaint is being reported as the patient was unable to obtain a test result and during this time she claims was treated for hypoglycemia.